Manufacturer narrative:
Haemonetics identified a potential safety risk through internal testing on the nextgen software version 4.1.0. It was identified that the nextlynk user management api did not properly manage usernames containing periods. The system could allow a user of the user-management api to unintentionally give security privileges to a different user than intended. This could give the wrong user system privileges to perform actions for which the user is not trained or authorized by sop. A hazardous situation may arise if unauthorized users gain access to the system and cause it to provide unreliable information which could lead to unsuitable donations or unsuitable product release. There have been no observations of this occurrence happening within the nextgen customer production systems, this issue has only been discovered through internal development testing. Haemonetics will directly address this issue with the next version of nextgen software, version 4.2.0 is planned to be released by july 2018.

Event description:
Haemonetics discovered through internal testing that the nextlynk user management api did not properly manage usernames containing periods (dots). Haemonetics reviewed the details of this incident on (B)(6) 2018 and determined this to be a possible safety risk. The defect could allow an api user to update the security role(s) for a different user than they intended. This could give the wrong user system privileges to perform actions for which the user is not trained or authorized by sop. Security roles and privileges is a design control for a hazard in the hazard analysis, therefore such a defect is being considered a safety risk.